Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a threader balloon catheter. The balloon was loosely folded, there is blood in the inflation lumen and balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. There is tip damage. The balloon has a circumferential tear/split at the markerband. There was no evidence of any material or manufacturing deficiencies contributing to the damage. There were numerous hypotube kinks. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 08-aug-2017. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified atrioventricular branch. A 1.2mm x 12mm threader¿ balloon catheter was advanced but failed to cross the lesion. The catheter was removed from the patient's body and the procedure was completed with a non-bsc device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed balloon torn circumferentially.